Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? Product code and lot number?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient came to the hospital at 9am for treatment due to a scratch on the arm. The doctor performed suturing treatment on the patient and used the suture to suture the skin. At 4pm, the patient came to the hospital again and reported itching at the sutured area. The doctor found redness and swelling at the sutured area during examination, which was considered to be an adverse reaction of the suture. Therefore, anti-inflammatory treatment was carried out and 1.2 grams of chloramphenicol was given intravenously with 250 milliliters of sodium chloride for three days. On the third day after surgery, the patient came to the hospital for a follow-up examination, and the redness and swelling disappeared. The wound healed. Additional information was requested.